Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced a communication issue with the server. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not communicating. A technical support specialist (tss) dialed into the station and checked the log, finding that the station required manual recovery. The tss sent an email to the customer regarding station availability, then dialed into the station as cfnadmin and stopped the service. The tss manually backed up the database since it was not encrypted and proceeded with the manual recovery process. After truncating and restarting the services, the tss monitored the datasync debug log. The log showed successful uploads and no variation in the change tracking version. The tss dialed into the server to check the sync information, confirming that the station's last upload and download showed the current date and time. An email was sent to update the customer, and the datasync debug log showed no more retries, indicating the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.